Event description:
It was reported that the customer had a no delivery alarm during filling tubing on the insulin pump. The customer's blood glucose level was 111 mg/dl. The customer was advised about troubleshooting and the call was disconnected while explaining the troubleshooting, attempted to reach the patient back leaving a voice mail and gave the 800 number to helpline for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.